Manufacturer narrative:
Device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 140 mg/dl.